Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient experienced the ipg tilt and pocket pain. The patient underwent a pocket revision procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the event has not been resolved. There is no further course of action at this time.

Event description:
A report was received that the patient experienced the ipg tilt and pocket pain. The patient underwent a pocket revision procedure.

Event description:
A report was received that the patient experienced the ipg tilt and pocket pain. The patient underwent a pocket revision procedure.